Event description:
Following intraocular lens (iol) implant surgery, surgery noted the iol was broken during a post-operative examination. The iol was removed and a second iol implanted. Additional info received indicates the surgeon observed forceps marks on the iol. The surgeon's opinion was that the marks were most likely caused by the folding techniques used by the scrub nurse prior to the lens exchange. The pt's visual acuity was not impacted. Additional info has been requested.